Manufacturer narrative:
The insulin pump was received with no response from two buttons, due to corroded keypad traces. No numbers were ramping on their own and there was no scrolling bar moving anomaly that was noted. The device was also received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the numbers on the insulin pump were continuously scrolling. The customer's blood glucose was 212 mg/dl. The device may have been exposed to heat from the sun. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.